Event description:
It was reported the patient had an infection at the implantable neurostimulator (ins), extension, and lead location. The type of infection was unknown, no cultures were taken, and antibiotic treatment was necessary. The patient had less than 50 percent therapy relief. The ins, one extension, and one lead were explanted. One extension was cut after the extension and lead connection and left implanted. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).